Manufacturer narrative:
When attempting to remove the foley catheter, the balloon would not deflate. The tubing was cut above the bifurcation by the clinician and the balloon did not passively deflate the tubing was then cut close to the patient until the inflation lumen for the balloon was visualized. A 22g IV catheter was inserted into the inflation lumen and the balloon deflated. The catheter was removed without further incident. The sample was returned in four separate sections. The inflation lumen of one section was collapsed and did not allow fluid to pass. The inflation lumen on the section with the balloon was open and allowed fluid to pass in both directions to inflate and deflate the balloon. No patient injury resulted and no further intervention was indicated.

Event description:
When attempting to remove the catheter, the balloon would not deflate.